Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) device prints irregularly. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) device prints irregularly.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation), h10. A getinge field service engineer (fse) evaluated the reported issue and observed that the iabp gave an autofill error when the catheter was connected to the iabp. When the diagnostic logs of the iabp were examined, it was seen that it gave autofill 57-130 error. When functional tests of the iabp were carried out, it was seen that the iabp did not pass the volume test and autofill calibration test. When the compressor of the iabp was turned on and the membranes were checked, it was seen that the vacuum hose, vacuum membrane and pressure membrane were stuck and torn. The iabp required a ¿5000h preventative maintenance kit¿, ¿vacuum hose compressor bp1 to vp1¿ and ¿safety disk¿ replacement. The preventative maintenance kit was applied to the iabp, and the vacuum hose compressor bp1 to vp1 part was installed on the iabp. When the iabp was tested, it was observed that the iabp gave an autofill failure error. When the logs of the iabp were examined, the drive manifold and glass tube parts were needed be tested to complete the fault diagnosis. Additionally, it was identified that the glass tubing of the iabp was broken and needed to be replaced with a new one. The drive manifold, glass tubbing, bp1 to vp1 vacuum hose , 5000h preventative maintenance kit, safety disk and clear polyurethane tubing were replaced to fix the issue. Functional tests of the iabp have been completed. The device was delivered to the user in working condition.

Event description:
N/a.

Manufacturer narrative:
Additional information: event site postal code: (B)(6), event site telephone: (B)(6). A getinge field service engineer (fse) investigate the issue and remarks as: it was observed that the device gave an autofill error when the catheter was connected. When the diagnostic logos of the device were examined, it was seen that it gave autofill 57-130 error. When the functional tests of the device were carried out, it was seen that it did not pass the volume test and autofill calibration test. When the compressor of the device was turned on and the membranes were checked, it was seen that the vacuum hose, vacuum membrane and pressure membrane were stuck and torn. The device requires a 5000h maintenance kit, vacuum hose bp1 to vp1 and satey disk. Additionally, the glass tubing part of the device is broken and must be replaced with a new one. Malfunctions that occur after these changes are made will be evaluated separately. Operating hours of the device: 15340safety disk replacement time: 14461 h. 01.07.202459840-service_manual, checked against tangent cs300_0070-00-0689_v_en. Following parts get replaced to fix the issue: d008-00-0309, d104-00-0018, d004-00-0069(hose compressor), d040-00-0147 and d008-08-0001(tubing).

Event description:
N/a.